Event description:
It was reported that 24 hours after a coronary drug eluting stenting procedure, a stent thrombosis occurred. The lesion being treated was a moderately tortuous, 90% stenotic lesion located in the left anterior descending (lad). The vessel diameter was reported to be 3 mm. The pt was started on plavix. The lesion was not predilated. The physician deployed a taxus express2 8.8% 3 mm x 16 mm drug eluting stent successfully in the lad. He then deployed a be2 stent in the ramus. The physician did not encounter resistance during the procedure. The stents were well positioned and well apposed. There were no procedural complications. Plavix was administered for follow up. The pt returned the following day with chest pain. Repeat angiography revealed a stent thrombosis in the lad taxus stent. Treatment was a ptca done 6 hours after the onset of symptoms. The pt was sent to micu and 2 hours later the pt died. In the opinion of the physician, the thrombosis was related to the taxus stent.